Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a closed single barrier folder labeled as 1129. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? No lot number? Av9612 name of procedure? Total knee arthroplasty (tka) please provide the source or name and title of external person providing responses to follow-up (external person submitting responses to sales rep or loc/bq). Nurse (B)(6) ¿ cc nurse. Attached are photos of envelopes from the same batch, still unopened. D4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6)2024 and suture was used. During the procedure, the doctor reported to the surgical center's nurse that he used 4 suture threads and all broke at the time of the knot. He said he always used this item and never had a problem like this. No adverse patient consequences were reported. Additional information was requested.